Event description:
It was reported that the programmer was left out in the rain, and when it was powered on, an error message was displayed. Technical support (ts) suggested using the service disk. If that does not resolve the problem, the programmer should be returned for repair. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).